Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 07/26/2019. Device evaluated by manufacturer: yes. Device evaluation: a zcb00 packaging box with a lens on the lens case was received. The lens was observed under microscope (10x) and it was observed with particles and debris. No curled parts or defects were observed in the lens. No different color was observed in the optic, lens edge or haptics. The lens was cleaned and no defects were observed in the lens optic neither in the haptics. No different color was observed in the optic, lens edge or haptics. The complaint was not verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: if implanted; if explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported upon opening a model zcb00 21.0 diopter intraocular lens (iol) the edge of the optic was curled in the lens cassette holder and appeared slightly discolored. There is no patient contact reported, and therefore no serious patient injury, or surgical intervention required. No additional information was provided to johnson & johnson surgical vision.